Manufacturer narrative:
On an unreported date in (B)(6) (no further details provided). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis; further described as a peritoneal infection. The cause was not reported. On an unreported date, the patient began treatment for the peritonitis with vancomycin and moxifloxacin (doses, frequencies and routes were not reported). It was reported that pd therapy was ongoing during the antibiotic treatment. On an unreported date, the peritonitis was resolved and the patient was recovered. No further detail was provided regarding whether the patient was hospitalized for the event. No additional information is available.